Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose due to sensor glucose vs. Blood glucose discrepancy and also bent sensor was reported. The customer reported blood glucose value of 361 mg/dl. The customer reported hyperglycemia treated with insulin pump. The event involved product(s) mmt-7020c1. Troubleshooting was performed for sensor glucose vs. Blood glucose and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose reading was 36 mg/dl and blood glucose was 361 mg/dl and the difference between sensor glucose vs. Blood glucose was more than 30%. The sensor glucose vs blood glucose difference was not within range. Troubleshooting was performed for high blood glucose and the customer has been using the insulin pump system within 48 hours of reported high blood glucose event and customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Product return for mmt-7020c1 is not expected.